Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported incorrect downstream reading, which was verified during a review of the event history log (ehl) review but not reproduced during evaluation. The cause was determined to be the force sensor being out of specification which was recalibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a incorrect downstream reading. There was no known patient injury or medical intervention associated with this event. No additional information is available.